Manufacturer narrative:
Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that black spots were observed at the tip of the cartridge of the preloaded device during intraocular lens (iol) implantation. The black spots were not attached to the lens, and the iol was implanted. No patient injury reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 23, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint device was received with the plunger rod partially advanced. Viscoelastic residue was distributed through the length of the cartridge. The cartridge and cartridge tip were evaluated and no foreign material was identified. The lens module was inspected and no foreign material was identified. The complaint issue "foreign material - loose" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.